Manufacturer narrative:
12/2/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopy procedure. Reportedly, the approximating lever broke and the staples did not form properly. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.